Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-aug-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were failed and hard to open or close. A field service engineer (fse) reported that the auxiliary full height matrix drawer 6 had failed to open and also failed to respond in the hardware test application mode, with no internal medication jams or spills initially observed. The fse performed a detailed rear inspection, identified that a medication jam caused by matrix full height drawer 7 was obstructing operation, cleared the jam, and verified that the drawer was responsive and functioning normally after final testing. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer was failed and hard to open or close. Customer tried to reboot and recover the drawer, but issue was not resolved. The customer stated that this malfunction caused a delay when the user was trying to issue medication to the patient, but the user managed to retrieve the medication from another station. However, there were no adverse events or injuries reported based on this event.